Event description:
The customer reported to olympus that the visera elite ii video system center had an e333 (touch panel failure) occurred. The issue occurred during a therapeutic procedure. The procedure was completed using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to determine the cause of the indicated phenomenon. Otv-s300 designs may cause error code "e333" even in normal conditions, which may have caused the phenomena. Olympus will continue to monitor field performance for this device.